Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Multiple attempts were made by tandem technical support troubleshoot the allegation, however, no response was received. There was no reported adverse impact. No additional information was provided.